Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulties with the EKG lead assembly and readings could be verified outside the clinical setting and since the original complaint sample was not returned for investigation. One unopened 5fr d/l powerpicc kit was returned for investigation. The package was opened and the nothing remarkable was observed on the unused samples. Continuity through the 3cg stylet, gray fin and lead wires was confirmed with a digital multimeter. Since the original complaint sample was not returned and the difficulties could not be replicated on the returned same-lot sample, the complaint was inconclusive. A lot history review (lhr) of rebv2330 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that the EKG lead assembly seems ¿loose¿ and would not pick up readings very easily. It was stated the team had to do a lot of adjusting and manipulation to possibly pick up a reading, but they gave up and ordered a cxr. This occurred with both of their siterite 6 machines (does not seem to be sherlock sensor related).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv2330 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that the EKG lead assembly seems ¿loose¿ and would not pick up readings very easily. It was stated the team had to do a lot of adjusting and manipulation to possibly pick up a reading, but they gave up and ordered a cxr. This occurred with both of their siterite 6 machines (does not seem to be sherlock sensor related).